Event description:
While inserting a screw into a bone to treat a fracture, the driver tip broke off in the head of one of the screws. The screw and driver head were able to be removed, but there was a 10-15 minute delay in surgery.

Manufacturer narrative:
The product was visually inspected under magnification. Under magnification, the batch ID of the frag-loc 1.5mm cannulated driver assembly (pn 80-0758) was identified as 294446. The overall length measured approximately 6.15 inches from the end of the driver assembly to the farthest point of the fracture surface, indicating approximately .05 inches had broken off of the driver tip. Across the surface of the assembly, there was minimal wear shown, with the only visible wear being some areas where the purple coloring of the anodized handle had somewhat worn away and was silver and shiny. Otherwise, no significant damage was observed across the length of the driver. The fracture at the tip of the driver was at an angle, indicating a torsional break. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Additional MDR associated with this event: 3025141-2021-00118: screw.